Event description:
This case was a non-union repair of an ulnar fx. Surgeon was using the drill bit to drill out the canal of the ulna after a flex nail was removed when the tip of the driver broke off in the canal. Further dissection was needed and the broken piece was retrieved after about a 30 minute delay.